Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 413 mg/dl at the time of the incident. The customer¿s current blood glucose level was 124 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that insulin flow block alarm occurred. Customer received software error detected alarm and the motor arm cannot communicate with the main arm alarm. Customer stated that they were able to clear the alarm and complete pump rewind. Customer stated that self test passed. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.